Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that universal surgical manipulator (usm) 2 continued to float and went into a yellow flashing light. The tse was able to see that the customer had a force bipolar instrument currently installed on usm 2, and that usm 2 was in use at the time of the call. There were no errors observed on usm 2 or any other instruments/usms at that time. The csr called back and reported that the issue with usm 2 was persisting. When the customer was performing the instrument burping process using the port clutch button, the usm was not locking after the port clutch button was released, and the usm's lights illuminated yellow. The site had to press the instrument clutch button twice to lock the usm in place. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) reviewed a submitted video of the reported incident and noted that the operator did not re-engage the port clutch button after the outer pitch (op) clutch was activated. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.